Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. It seemed like the delivery device was inserted too far into the loader device which affected the folding of the seal in order for it to load properly. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).